Manufacturer narrative:
Concomitant products: product ID 3778, lot # v078234018, implanted: (B)(6) 2008, product type lead; product ID 3778, lot # v078234015, implanted: (B)(6) 2008, product type lead ;product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 377745, lot # v001929, product type lead; product ID 377745, lot # v001705, product type lead. (B)(4).

Event description:
The patient has a history of lead migration. The leads were placed in the cervical area. The patient is young , active and has young children. Additional information has been requested.